Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/18/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that a skin reaction at the puncture site occurred. The sensor was inserted in the arm on (B)(6) 2025, and the arm was cleansed with alcohol prior to insertion. The symptoms at the puncture site included redness, inflammation, bumps, and an infection. The back of his arm was swollen and painful. He self treated the site with a topical otc antibiotic cream (neosporin). On (B)(6)2025 in a follow up phone call with tech support new information about the event was received. After the event was initially reported he consulted the company nurse about the puncture site and was treated with oral antibiotics. Topical treatment was stopped. He did not remember the name of the antibiotic, or the date he started the prescription. After treatment he had no pain at the area and recovered. Only a small bump on the arm remained. No additional event or patient information is available.